Event description:
Triple lumen catheter inserted into right subclavian vein. A different type catheter inserted via triple lumen catheter. In the process of removing tlc, guidewire went into pt, requiring removal under fluoroscopy.